Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va09b8s, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had two shocking sensations the night prior to report while sitting in her recliner. It was reported ¿everything was good¿ until (B)(6) 2013, it was noted the ¿unit felt out of place, meaning the stimulation¿ as it changed from the bicycle seat area to her buttocks. The patient tried all programs and all of them gave her sensation in the buttocks area, the 3 programs she tried were worse than the original program. It was noted the relief was intermittent, there are days of going a lot and some days it was fine, and she isn't leaking as before. The patient was redirected to her healthcare provider.